Manufacturer narrative:
The device was returned and it was found tha the sieve bed was saturated.

Event description:
The dealer states the unit has low o2, no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the unit has low o2, no alarm.